Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump primed out the insulin in the cartridge during the load cartridge step. The pump was not detecting the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/15/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/27/2014 with the following results:a review of the black box showed a no cartridge detected warning and loss of prime with zero force. The pump emitted a loss of prime warning immediately following an attempt to prime during testing. The force sensor was found to be in calibration. The pump cover was opened and a force sensor pin was found to not be inserted properly into the assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.